Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds had a foreign substance. Additional malfunctions include the caster to the base was broken, the 4 way valve was contaminated, the power switch for the control panel was defective, and the check valves for the product tank were leaking.